Event description:
A report was received that the area around the patient's ipg was sore and painful. The pain was described as sharp and the area was tender to the touch. It was also reported that the patient had difficulty charging the ipg. The patient's ipg was explanted and a new ipg was implanted.

Manufacturer narrative:
The complaint regarding the charging difficulty was not verified. The device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the area around the patient's ipg was sore and painful. The pain was described as sharp and the area was tender to the touch. It was also reported that the patient had difficulty charging the ipg. The patient's ipg was explanted and a new ipg was implanted.

Event description:
A report was received that the area around the patient's ipg was sore and painful. The pain was described as sharp and the area was tender to the touch. It was also reported that the patient had difficulty charging the ipg. The patient's ipg was explanted and a new ipg was implanted.